Manufacturer narrative:
Reporter address line 1: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a lighttrail reusable laser fiber was used during a spyglass cholangioscopy to treat a stone of the common bile duct on (B)(6) 2021. During the procedure, about halfway through the case, the physician was unable to break the stone. When the physician stepped on the foot pedal, the aiming beam was not visible. The procedure was paused, and the laser fiber was pulled out from spyscope for investigation. After inspection, the nurse found the laser fiber was broken at the point where the laser fiber was locked at the device port of spyscope. The procedure was completed with another lighttrail laser fiber. There were no patient complications reported as a result of this event.